Event description:
During a total knee arthroplasty, the sagittal saw housing came apart while exposing the non-sterile portion of the saw. The sterility of the surgical field was not compromised at any time.